Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced episodes of low blood glucose while using a replacement ilet less than one month old, with coaching provided about the device¿s learning phase and the potential impact of preemptively treating before glucose falls below 70 mg/dl. Symptoms included hypoglycemia. Outcomes included no reported hospitalization or long-term injury. Investigation included troubleshooting and user education on algorithm behavior, glucose treatment timing, and infusion set use. Investigation of this case revealed no device malfunction reported, with potential contributory factors including early learning phase of the algorithm and user-initiated carbohydrate treatment prior to threshold lows while using a steel cannula set. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.